Event description:
The pt was exposed to a security gate at a store and the stimulation stopped, the stimulator was on during the exposure. The pt was unable to adjust the stimulation with the pt programmer. The pt programmer was assessed and it was working as intended. The upper and lower limits had been reached. The pt was at home. F/u with the pt's physician was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).